Event description:
It was reported that the system had intermittent charger failed errors. Shi error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery and charger board were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.